Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported intermittent cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer changed cartridge to address the issue. There was no reported adverse impact.